Event description:
It was reported that during a gastrectomy procedure, the device could not be used with the handswitch. An error occurred. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 7/11/2008. Info anticipated, but unavailable at this time.